Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint. Additional procode: krd. (B)(4). Concomitant medical products: deltaplush dlx100153, sl-10 45 degree microcatheter. The micrusframe coil will not be returned; therefore the root cause of the deployment difficulty cannot be determined. A review of the manufacturing documentation associated with this lot (s11172) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Since there was no evidence of a manufacturing issue related to the event, no corrective action will be taken at this time.

Event description:
As reported by a healthcare professional, during a recanalization procedure of an unruptured posterior communicating artery aneurysm the micrusframe (mfr100202/s11172) coil was the second coil being deployed. The coil was advanced into position, detachment markers were aligned and then detachment of the coil was attempted. All connections appeared to fit properly, a beep signaling detachment was heard. However when the physician attempted to withdraw the delivery system through the microcatheter realized that the coil did not detach. The coil had partially detached and a strand of fiber was left on the delivery system. The system was moved forward with slight pressure which made the remaining coil release and fold into the aneurysm. Patient was fine and there were no complications as a result. Physician advanced a third coil and it detached as normal. The connecting cable was not exchanged and the same cable was used for all the coils. There were no serious injuries or medical interventions caused due to the reported event. Patient was a (B)(6) female whose vessels were reported to be of medium tortuosity. The product is not available for return.